Event description:
The user facility reported that a tr band was placed on patient, inflated to 15 cc immediately lost air and a second tr band from same lot placed on patient, inflated, sheath pulled, no issues. The tr band was placed on the patient after a cardiac catheterization procedure. There was no significant bleeding or hematoma reported. There was no damage noted to device/ no manipulation of device pre-use or during storage. The device was stored on cath lab shelf in original packaging. The patient condition was stable. There were no issues with the procedure outcome. Additional information was received on (B)(6) 2023: there was no reported blood loss.

Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl manager. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record could not be reviewed, as a valid product code and lot/serial number was not available. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.